Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced an adhesive event with the infusion set as it came off after patient took a bath. Patient informed that the tape was not sticking. No further information available.